Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Manufacturer reference number: 3006705815-2023-07493. Additional information nidificates patient was also experiencing from ineffective therapy. Troubleshooting revealed high impedance on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was explanted and replaced to address the issue. It is unknown which lead caused high impedance.

Manufacturer narrative:
D10: concomitant medical products updated to reflect new information. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial:(B)(6) , batch: a000096447.

Event description:
Additional information indicates that the patient's ipg was repositioned on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Troubleshooting revealed ipg migration. As a result, surgical intervention may be undertaken at a later date to address the issue.